Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a pressure sensor error. It was unknown how the issue was found. No patient or user harm reported.

Manufacturer narrative:
Per the customer response, there was no patient involvement when the issue occurred. The customer also noted that they were advised by the remote service engineer, to replace the solenoid valves (3 and 4); however, the customer reported that the valves were replaced, and the issue was not resolve. The repair is currently pending. Investigation is ongoing.

Manufacturer narrative:
The service engineer reported that the 110b error code was confirmed, and that the solenoid pins were not connected to the data acquisition pcba.

Manufacturer narrative:
The service engineer confirmed that the solenoid pins were reseated to the data acquisition pcba, and the issue was resolved.